Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The side rail functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail latch did not hold. The bed was located in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).